Event description:
Healthcare professional reported, left side "extracapsular rupture. With axillary siliconomas". Diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Granuloma: unable to observe, since it is not related to the device. Silicone migration: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side "extracapsular rupture. With axillary siliconomas". Diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, migration and rupture.